Event description:
During the post-op check, the impedances were greater than 2500 ohms in both unipolar and bipolar configurations. The physician decided to check for a loose screw. When checking the impedance via the analyzer, the impedances were greater than 2500 ohms still. The physician decided to change out the lead at that time. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During visual inspection the inner coil was found stretched. Based on the characteristics of these damages, it is reasonable to assume that the lead has been subject to tensile forces during surgery. Furthermore cuttings in the insulation were found which occurred most likely during surgery. Blood penetrated the lead at these areas. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.